Manufacturer narrative:
Iop elevation from baseline & secondary surgical intervention to remove/replace/reposition are identified in the labeling as a known potential adverse event following icl implantation. H6: health effect clinical code 4581: angle closure. Claim: (B)(4).

Event description:
A presentation at an international congress reported adverse events associated with implantable collamer lens (icl) implantation. This was a study of a patient that had an evo visian toric icl (13.2mm) implanted and experienced an excessive vault with angle closure, in addition of pi. The lens was replaced with an evo visian toric icl (12..6mm) of shorter length lens. At 2- week post-operative visit elevated iop and pigment on lens were present and the patient experienced closure of the iridocorneal angle. The lens was reported as explanted.